Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking, the thumb ring of the trapezoid basket was broken. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).